Manufacturer narrative:
Unit received with constant pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 37 alarm. The long history file confirmed pump error 43 alarm (motor drive error) on 03/11/2024 07:37:52:000 pm due to moisture on electronics assembly. The following were noted during visual inspection, fading serial number label, cracked battery tube threads, and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for pump error 37 and pump error 43 alarm due to corroded motor home switch and moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 37. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported receiving a pump error. Customer was able to clear theerror but was unable to complete the rewind process.the customer called for an issue not covered by existing troubleshooting guidelines. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.